Event description:
A philips account manager reported that this defibrillator had therapy port/pads cable pins/connectivity issues. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.